Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 34 mg/dl. Pump data review by tandem technical support confirmed that the customer requested a 10 unit bolus prior to the event. Bg was treated with d-10 dextrose. Reportedly, customer left the ER 7.5 hours later with the issue resolved and no permanent damage. System check with tandem technical support confirmed that the pump was functioning as intended.